Manufacturer narrative:
(B)(4). The customer reported that the avalon fm30 fetal monitor stopped monitoring and no alarms were provided. There were no injuries or pt harm reported. The customer does not have obtv. The most reliable method of fetal monitoring combines close personal surveillance with correct operation of monitoring equipment as it would be obvious to the user that no monitoring or trace are displayed. The available info does not indicate that this was serious injury, but will be reported in abundant caution. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the avalon fm30 fetal monitor stopped monitoring and no alarms were provided. There were no injuries or pt harm reported.